Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited unacceptable thresholds at multiple sites. The lead was not used and a new lead was implanted. The patient&#38112;condition before, during and after the procedure was good.